Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during an unspecified treatment procedure, the gauge was defective. There were no reported complications. However, the returned product analysis revealed that the needle on the gauge was stuck.

Manufacturer narrative:
Device evaluation: the device was returned with a non-bsc catheter. Examination of the inflation unit revealed evidence of liquid in the syringe barrel and flexi line which is consistent with the product having been prepped/used. The gauge needle was stuck at the end stop beyond the maximum inflationary pressure of 22atms indicating that the device had been pressurized. No damage or bending was observed to the gauge needle or endstop. It was not possible to move the gauge needle back to zero. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not exceed a pressure of 22 atm (2229 kpa) when using this device." (B)(4).